Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that minute ventilation (mv) oversensing was noted when it comes to this implantable cardioverter defibrillator (ICD). An alert was triggered on the remote monitoring system. It was also noted that another alert had been triggered due to out of range shock impedance measurements. Boston scientific technical services (ts) discussed that lead numbers were trending in a normal range for single coil shock lead for shock impedance and noise did not lead to asystole as the patient was not dependent and also did not lead to inappropriate therapy. Boston scientific technical services (ts) discussed possible programming options. No adverse patient effects were reported. Additional information noted that the patient was seen at the clinic. Isometric testing was performed which showed out of range pace impedance measurements and oversensing on the pace/sense channel of the right ventricular (rv) lead. The patient was waiting for an x-ray to access the system.

Event description:
Additional information noted that an x-ray was taken which did not show a connection issue and no visual damage was seen on the lead.

Event description:
Additional information noted that the patient was seen at the clinic and the mv sensor was disable and the shock impedance limit was increased to 150 ohms. During isometric testing the pace impedance measurements appeared out of range along with oversensing seen on the pace/sense channel. A chest x-ray was performed and the patient was kept in the hospital. A possible new lead will be implanted. A save to disk was sent for review to boston scientific technical services (ts). Further information noted that the right ventricular (rv) lead was explanted and replaced. The original lead will be returned for analysis. During extraction of the lead a small cut was made in the outer insulation to facilitate explant. The device remained implanted. No additional adverse patient effects were reported.